Manufacturer narrative:
(B)(4).

Event description:
According to the reporter, during a sleeve gastrectomy, the loading unit was placed and fired. After firing, the doctor realized that the middle of the staple line had poor staple formation. The distance of the unformed staple line was about 1-1.5cm. Because of the opening, the doctor changed to an open procedure, closing the opening with suture. No other known adverse events were reported.

Manufacturer narrative:
Manufacturer reference: (B)(4). The device was returned on 08/15/2016.

Manufacturer narrative:
(B)(4). Evaluation summary: post market vigilance (pmv) led an evaluation of four reloads opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the products and an evaluation of the returned devices. Visual inspection of the cartridges revealed that the loading units were fully fired. Two cartridges were disengaged. Three anvils of the reloads were bowed and the knife bar assemblies were buckled. Additionally, three reloads had damage to the cutting edges of the knife blades noted during microscopic inspection. Replication of the bowed anvils and buckled knife-bar assemblies may occur under the following conditions. Application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. Replication of the damaged knife blades may occur when an obstacle has been incorporated in the jaws during application. The information booklet which accompanies each product shipment cautions the user; ensure that no obstructions (such as clips) are incorporated in the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Replication of the anvil clamping mechanisms deformation may occur through manipulation of tissue using the anvil side of the loading unit, or clamping over excessive thickness. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.